Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01840. It was reported that burr stuck on wire occurred. During the procedure a 1.50mm rotalink¿ plus was used in conjunction with an unknown rotawire. However, the guide was stuck in the shaft right from the beginning. No patient complications reported.